Manufacturer narrative:
On 07 june 2017, the r&d project manager performed a visual inspection of the retrieved femoral cutting guide 4/1 involved in the complaint, and commented as follows: on the cutting block inspected during the visual inspection, there are no signs of damage or presence of metal shaving. We may assume the debris comes from the fixation screws because of the less hardness material ((B)(4)) compared with the cutting block one ((B)(4)).

Manufacturer narrative:
The initial reporter stated that the cortical screw was not found to be damaged or the source of the metal shaving. Medacta international waits for the screw return to verify the statement. On 29 may 2017, medacta international received just the femoral cutting guide 4/1 involved in the complaint. Batch reviews performed on 07 june 2017. Lot. 1110144: (B)(4) items manufactured and released on 05 april 2011. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Ap ref - femoral cutting guide 4/1- #3+, code 02.07.10.3013, lot. 1411893. (B)(4) items manufactured and released on 17 november 2014. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Not yet received.

Event description:
On using the hex driver to screw cortical screws in to the 4-in-1 cutting block, a metal shaving emerged from the cutting block and fell in to wound. The surgeon identified and removed metal shaving from patient wound.

Manufacturer narrative:
On 18 july 2017 the r&d project manager updated the previously reported visual inspection, including a possible root cause for the event: on the cutting block inspected during the visual inspection, there are no signs of damage or presence of metal shaving. We may assume the debris comes from the fixation screws because of the less hardness material (aisi630) compared with the cutting block one (aisi420b). The screw was most likely misaligned with the axis of the hole, resulting in metal shavings contact with the sharp lateral wall of the of the 4-in-1 cutting block. This is an inherent potential considering the necessary material hardness for the components involved. Based on the device history record review there is no indication of any potential manufacturing related issue to solve this problem, we have already introduced a new version of fixation screws with reduced head made in aisi420fmod and we changed the shape of the holes on the cutting block introducing chamfer and radii in order to reduce the risk of contact between the screw and the guide during fixation.